Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4)) found that the connector pin was broken. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the desktop charger had a bent connector pin. The patient stated she last charged and last felt stimulation at the beginning of last week. The patient was seeing a screen to charge her recharger. The patient was able to connect to the implant with the programmer and it said to charge her implant. The patient mentioned she was overdischarge then clarified she confused the word discharged after troubleshooting. A replacement was sent. The indication for use was non-malignant pain.